Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, does not generate alerts to notify the pharmacy when aspart and glargine insulin bottles require replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, does not generate alerts to notify the pharmacy when aspart and glargine insulin bottles require replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of in this incident. A technical support specialist (tss) asked the customer to provide application server access for further investigation, but the customer did not provide the details despite multiple follow-ups and tss proceeded with case closure.